Manufacturer narrative:
In trouble-shooting, they re-seated all external cable connections, checked the camera cable for damage and that the ndi logs had no errors for both the positioning sensor unit (psu) and the polaris spectra system control unit (scu). When checking internal connections, the cable on the scu was found to be loose, it was re-seated and issue was resolved. On 06/21/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while navigating in a cranial procedure, the site's navigation system suddenly displayed the message localizer disconnected. No further details regarding this behavior provided. A second navigation system was brought in to be used to continue the procedure to completion with navigation. Delay in therapy was less than one hour. There was no impact on patient outcome.